Event description:
It was reported that spherical reservoir package of this inflatable penile prosthesis was opened, and upon opening the nurse staff noticed a hair on the internal packing, it crossed the sterile field. The physician requested to open a different product rather than using the product originally opened as there was a chance of contamination. The surgery was completed successfully. There were no patient complications reported.

Event description:
It was reported that spherical reservoir package of this inflatable penile prosthesis was opened, and upon opening the nurse staff noticed a hair on the internal packing, it crossed the sterile field. The physician requested to open a different product rather than using the product originally opened as there was a chance of contamination. The surgery was completed successfully. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this spherical reservoir was thoroughly analyzed. The reservoir was visually inspected and functionally examined for leakage test. Visual inspection of the reservoir did not pass since a foreign material (hair) was observed in the reservoir shell. The reservoir did not pass the leakage test, the reservoir shell was cut into five pieces from a sharp instrument for further inspection of foreign material. Product analysis confirmed the reported event. Based on the analysis results, an investigation conclusion code of quality control deficiency was assigned to this investigation.